Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported cables failing. Further information from the customer indicated that an inop was observed and lead set cables were replaced. No patient involvement was reported.